Event description:
During a total hip revision, the surgeon removed an old cup insert and then attempted to implant a new one. The cup remained in. The new insert failed to lock in the cup. Surgeon then cemented an all poly cup into the shell that was left in. There was a delay in surgery over 30 mins.